Event description:
Conmed electrosurgical pencil was plugged into the bovie machine by the circulating nurse. The surgeon tested the pencil prior to starting the surgical procedure. When the coagulation switch was pressed the cutting light would come on and when the cutting switch was pressed the coag light would light up. The pencil was passed off and not used on the case.